Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient had symptoms of endophthalmitis, red eye, swelling and decreased vision that occurred one month following a cataract extraction with intraocular lens (iol) implant procedure. Additional information was provided indicating that the right eye was the affected eye, the onset of the event was one month postoperative. No cultures were performed. An anterior chamber washout was performed and was effective. The outcome of the event was reported as improving. Additional information was provided indicating vitreous inflammation, conjunctival redness and swelling. Infectious hemogram blood examination was performed.